Event description:
It was reported that PICC had "just enough of a kink" that none of the lumens would infuse. The dressing was redone and then the PICC worked fine.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter kink was confirmed and the cause appeared to be use related. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The sample contained usage residue throughout and end caps were attached to the luer hubs. Gross visual evaluation confirmed the presence of a permanent kink impression on the catheter shaft at the 4cm depth marking. The impression was circumferentially-aligned and contained short longitudinal impressions at both termination points, which was consistent with a sustained or repeated kink at that site. Microscopic examination revealed the presence of a white/clear sticky residue leading into the kink site and this residue also contained short white fibers attached within the residue. From the observed damage, it appeared that the catheter had been dressed near the kink site and either sustained or repeated kinking of the catheter had occurred just distal of that region. The product IFU cautions to avoid placing or securing the catheter where kinking may occur. No potential manufacture contributing factor was observed during the evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recw0100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC had "just enough of a kink" that none of the lumens would infuse. The dressing was redone and then the PICC worked fine.